Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: patients IV was beeping there was "air-in-line" this rn assessed IV tubing at the bedside. IV tubing broke off from IV tubing chamber and began to leak all over. Injuries or adverse event: no. Quantity affected: 1 each.